Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of death. The customer's mother did not know how long the customer had been disconnected from the insulin pump at the time of death. Nothing further was reported.